Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the right ventricular lead was exhibiting noise. Programming changes were performed. The patient was in stable condition.